Event description:
Hard time walking [gait disturbance], right knee swelling [joint swelling], knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) female patient with a history of osteoarthritis of the knee and previous synvisc injections, initials (B)(6), who experienced right knee swelling, a hard time walking and knee effusion after starting synvisc. The patient received her first series of synvisc injections on unspecified dates in (B)(6) 2007 and her second series on unspecified dates in (B)(6) 2008. The patient started her third series and received the first injection on (B)(6) 2009 and the second injection on (B)(6) 2009. The patient reported that on the evening after receiving her first injection, she had swelling in the injected knee. She reported that upon receiving the second injection of synvisc her knee swelled up after only two hours and she had a hard time walking. The physician drained her knee and the culture taken was negative. The lot number was unknown, but the expiration date of the synvisc used was sep-2011. At the time of this report the outcome of the patient was unknown. Additional information was received on (B)(4) 2009 from the health care provider who confirmed the patient had a history of moderate grade osteoarthritis for an unspecified number of weeks. The hcp updated the medical history to include previous treatment with nsaids, steroids and viscosupplementation, prior effusion, joint narrowing and osteophytes. The hcp confirmed the patient received and unspecified number of synvisc injections in her right knee on unspecified dates. The patient experienced right knee swelling, knee effusion and had a hard time walking which were all moderate in intensity. The patient's right knee swelling was treated with "hcoz" (hydrocortisone). On (B)(6) 2009, exudate was collected after the last synvisc treatment and analysis was completed. The hcp stated the results of the analysis and the work up for infection were negative and no other lab results were provided. At the time of this report the outcome of the patient was unknown. The lot number and expiration date were unknown.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.